Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system on an unknown date. Reportedly, the patient had vaginal discharge, pain, urgency, and recurrent urinary tract infections, and required hospitalization (specifics unknown). All other information is unknown and reportedly unavailable.